Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual examination of the returned product identified trial was chipped. Also, this instrument shows wear and tear related to use. Review of the device history record identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Review of complaint history found no additional related issues for this/these item and the reported part and lot combination. Medical records were not provided. The complaint is confirmed. The root cause of the reported issue is attributed to wear and tear resulting from use of this device for more than 10+ years. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the bearing trial chipped upon removal. Broken piece was recovered. No patient impact. No additional information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.